Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. There was a blackout image noted. It was noted that the light guide tube, bending cover, insertion tube and video cable were leaking. The metal braid of the bending tube was deformed and broken. The insertion section was rotated and the distal end got warm due to a short in the charge coupled device unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the endoeye flex 3d deflectable videoscope had an image problem. The issue was found during reprocessing. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image loss was physical stress was applied to bending section during user handling. It caused a water invasion of the device, damaged electronic components and then image was not displayed. The event can be detected/prevented by following the instructions for use which state: ¿-do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.